Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant product: 5086mri45 implantable pacing lead (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient had an infection. The device, right ventricular (rv) lead and atrial lead were explanted and replaced. No further patient complications have been reported as a result of this event.